Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of an atypical ¿grinding noise¿ was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were associated with the reported event. Questions regarding the motor and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went into right ventricular failure requiring a right ventricular assist device (rvad). The patient was cannulated for centrimag, although when the perfusionist put the pump in the motor, a grinding sound occurred. The motor was swapped for the backup motor, and it worked properly with no negative impact to the patient.